Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 300 mg/dl and 115 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty strip vial was returned.